Event description:
It was reported by repair work order that the siderail was stuck in the down position due to a broken timing link. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.